Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00726. Follow-up information indicated surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, the patient was reportedly receiving effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00726. It was reported the patient experienced a loss of therapy. Reprogramming was unable to provide stimulation. X-rays were taken and the leads were found to have migrated. Surgical intervention may take place at a later date to address the issue.